Event description:
The customer reported via phone call that the insulin pump alarmed motor error repeatedly during a bolus attempt, followed by a no delivery alarm. The customer's blood glucose was 500 mg/dl. The customer stated that he tried to rewind the insulin pump and give himself insulin but the motor error recurred, and on the third try, the no delivery alarm showed. He removed the insertion site and advised that the issue had not been caused by a site occlusion. The customer was able to complete the rewind sequence. He advised that he was able to give himself 7 units via the bolus delivery attempts. He stated that he would check his blood glucose again in 15 minutes. He declined to troubleshoot the no delivery alarm and was assisted with retrieving his basal rates. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.